Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site on (B)(6) 2017. The customer reported complaint was confirmed during visual inspection. The damaged pump rotor head assay was replaced to remedy the issue. The thermogard is a reusable device and was manufactured on 2011. Therefore, this type of issue is characteristic of normal wear and tear. During visual inspection, the pump rotor bearings were found corroded, which contributed to the reported complaint. An additional repair and updates were done (unrelated to the reported complaint) as part of routine maintenance. The raceway assay and the air intake filter were cleaned, top lid screws were tightened, and the coldwell gasket was replaced. The final functional test was performed and the system passed functional testing and it verified that the system met all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
It was reported that the customer sometimes have trouble priming the thermogard xp ivtm system (sn: (B)(4)). No other information was provided. No known patient consequences were reported.